Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that catheter removal difficulties were encountered. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment, however, it was noted that the balloon from the stent got stuck upon withdrawal from the guide catheter. Subsequently, the physician removed the entire system as the balloon was fused to the wire and stuck in catheter. No patient complications were reported.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that catheter removal difficulties were encountered. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment, however, it was noted that the balloon from the stent got stuck upon withdrawal from the guide catheter. Subsequently, the physician removed the entire system as the balloon was fused to the wire and stuck in catheter. No patient complications were reported. Synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis without a stent. The sds was returned inside a guide catheter and tracked on guidewire. No stent returned. Upon receipt the balloon was caught at the distal end of the guide catheter the distal end of the balloon was bunched and the balloon could not be withdrawn into the guide catheter. Dried blood was present on the balloon which made it difficult to push distally. The balloon was pushed distally from the distal end of the guide catheter allowing examination of the whole balloon. The balloon appeared to have been previously inflated and deflated. The balloon was inflated to rated burst pressure using an encore inflation device. The balloon was inflated with no issues and the balloon deflated within deflation time specification. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion found damage to the shaft polymer extrusion on the proximal side or the wire exchange port. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.